Event description:
Pt post turp on 8/1/94. Indwelling catheter found in bed, balloon deflated, piece of balloon missing, search did not reveal missing piece. New catheter inserted to prevent obstruction. Dx-ca prostate.